Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis (pd) nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty cycler set and the patient¿s fungal peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in pd patients which is often associated with a breach in aseptic technique during the pd exchange. The patient¿s pd culture yielded growth of staphylococcus epidermidis (normal skin flora) and streptococcus mitis (normal oral flora). The patient¿s pd nurse indicted the patient contact was not following proper aseptic technique for pd treatment. Therefore, based on the available information, the peritonitis event can be reasonably attributed to a breach in aseptic technique, as also reported by the pd nurse.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported the peritoneal dialysis (pd) patient had a peritonitis event diagnosed (B)(6) 2020. The patient presented to the pd clinic with abdominal pain. The patient was initiated on antibiotics with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The culture resulted positive for staphylococcus epidermidis and streptococcus mitis and the antibiotic was switched to ceftriaxone (dose, frequency, and duration unknown). The patient completed three weeks of antibiotics and a repeat culture on (B)(6) 2020 was clear. The patient recovered from the peritonitis event. The cause of the peritonitis was a breach in aseptic technique caused by the patient contact during pd set-up. The pdrn went to the patient¿s home and reviewed the proper set-up with the patient contact was observed not following proper technique. The pdrn did not have any cycler set catalog or lot number information for this event.